Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: hospitalized on june 9, 1995 for anaphylactic shock, scaly rashes on fingers, hands and arms, coughing, chest tightness, wheezing and sinus congestion, and hives, treated with topical and oral steroids and antihistamines.